Event description:
It was reported that accounts has a dhs/dcs coupling screw with a bent tip and another one with a broken tip. The broken tip occurred during a procedure. Account reports the broken tip was retrieved from the patient and discarded by the or staff.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the information contained in this report is insufficient to determine the cause of the instrument failure. The instrument design including cross section analysis was reviewed and determined to meet the intended use. Therefore this complaint is indeterminate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4). The product reported to have broken was the dynamic hip and condylar screw system (dhs/dcs).